Event description:
It was reported that during laparoscopic prostatectomy procedure, first three clips deployed, formed and performed as normal and expected. Further clips deployed but did not form. Used another device to complete the procedure. There was no patient incident.

Manufacturer narrative:
(B)(4). Additional information: were the clips dropping/ejecting from the device? No. Which firing of the device did this event occur on? 4th but felt "clunky" on 3rd firing. What vessel or structure was the device fired on at the time of the event? Soft tissue, lymphatics. Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Felt a little clunky on previous (3rd) firing. Were any unexpected noises heard? If so, when? As above. Did anything unexpected happen prior to this incident? No just the clunky feeling. Was the device fired after this incident in or out of the patient? Yes once. What were the indications for surgery? What was found? Na. Does the patient have any relevant history of surgical treatments? If so, what? Na. Did somebody other than the primary surgeon fire the instrument? No if so, whom?

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.